Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31355476l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
A year after the cardiac ablation with a qdot micro¿ catheter, the patient experienced lspv (left superior pulmonary vein) stenosis which was identified during a CT (computed tomography) scan. Monitoring will be continued. No extended hospitalization. The procedure was completed with nothing concerning in particular. The physician assessment of the health hazard was serious. The physician's opinions on the relationship between the event and the product was that there is a possibility that the pv (pulmonary vein) was ablated due to misalignment during la (left arial) CT merging. The coloring setting for visitag was tag index, and additional filter in visitag was fot (force over time). No abnormalities observed prior to the product use. A ngen generator was used for the procedure.